Manufacturer narrative:
Correction: this report was found to be a duplicate of an event already reported in MFR rport -9610595-2025-11960. Should additional relevant information be received, it will be captured in that MFR number.

Event description:
No additional information received from customer.

Event description:
It was reported that during reprocessing, the colonovideoscope tested positive for an unexpected contamination. The scope was tested twice, and the second microbiological test showed an increased level of bacterial presence. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 06/18/2025.

Event description:
No additional information from the customer.